Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Cartridge and infusion set were changed. Occlusion was resolved. Blood glucose was 388 mg/dl. As occlusion alarm was resolved, tandem technical support could not determine a possible cause of the occlusion.